Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Received (1) flotrac unit without attached tubings. Leakage was noted at zero-stopcock to flotrac housing bond area. The bonded flotrac housing male luer was completely broken. Multiple cracks and stress marks were also evident around entire bonded stopcock female luer.

Event description:
It was reported that leakage was observed from near the three way stop cock above the sensor. There was a crack observed on the connector above the sensor. There were no patient complications reported.